Event description:
It was reported that the patient received the end of life (eol) message for their non-rechargeable implantable pulse generator (ipg). The patient underwent a procedure where the ipg was removed and replaced with a new one. Post operatively, the patient was doing well.

Manufacturer narrative:
The returned ipg was analyzed and found to be in the eos state. The analysis of the data log indicated that the ipg reached its eos 5 months and 22 days after the initial programming. The average energy use index (eui) recorded was 48.7, aligning with an estimated theoretical battery lifespan of 7 months and 24 days. This indicates that the battery's lifespan was slightly shorter than the projected range. However, the instructions for use (IFU) indicates that these estimates may not account for any adjustments to stimulation parameters or changes in impedance. Battery life is influenced by stimulation settings and operating conditions.

Event description:
It was reported that the patient received the end of life (eol) message for their non-rechargeable implantable pulse generator (ipg). The patient underwent a procedure where the ipg was removed and replaced with a new one. Post operatively, the patient was doing well.